Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006 and that a subsequent revision procedure occurred on (B)(6) 2007 due to unknown reasons. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received from patient¿s legal counsel report patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient¿s legal counsel reported patient was revised on (B)(6) 2006 and a second revision on (B)(6) 2007. This report is based on patient allegations and the allegations are currently unknown and unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006 and that a subsequent revision procedure occurred on (B)(6) 2007 due to unknown reasons. No further information has been provided to date. Additional information received from patient's legal counsel report patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2006 and a second revision on (B)(6) 2007. Additional information received from patient's legal counsel report patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment and elevated metal ion levels. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Correction: date of event has been corrected in this report. Date of implant has been corrected in this report. Date of explants has been corrected in this report. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01646 and 1825034-2014-07180).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006 and that a subsequent revision procedure occurred on (B)(6) 2007 due to unknown reasons. Additional information received from patient's legal counsel report patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2006 and a second revision on (B)(6) 2007. Additional information received from patient's legal counsel report patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, and elevated metal ion levels. This report is based on patient allegations and the allegations are currently unknown and unverified. Additional information received in patient operative (op) notes dated (B)(6) 2006 reports patient was revised on the right hip due to pain, swelling, and cyst formation. Revision op report notes the presence of a synovial cyst wrapped around the greater trochanter of the proximal right femur that communicated with the joint, 500 ml of clear serous yellowish fluid, and burnishing of the taper around the rim of the cobalt chrome femoral head. Additionally, op notes report no visible evidence of staining or metallosis was observed. The cup, modular head, and taper insert were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.